Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose of 80 mg/dl. The customer declined to troubleshoot the issue with tandem customer technical support (cts) and indicated that cts would be contacted if the issue persisted. The customer did not contact cts regarding the reported issue.